Event description:
It was reported by the rep that the device was used during an interstitial laser coagulation. It was reported during the surgeon case three diffuser faults. The case was finished with a fourth fiber. There was no consequence to the pt. 12/07/1998 during the complaint analysis, the heat shrink marker on fiber was observed to be torn and in of itself considered a malfunction.